Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the surgery of lumbar l4/l5 on (B)(6) 2019, after locking the screws in position, no any abnormal situation noted. After a while (specific time is unknown), the three screws were found broken. The surgery was delayed by an unknown amount of time. The patient was stable. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation flow: damage. Visual inspection: uss-ii polyaxial 3d-head f/r ø6 tan gree was received at us cq. Upon visual inspection at cq, it is observed that the component, ring got broken vertically. But the ring was not separated into two pieces. It is also observed that the component, korper shows some discoloration and stripped surface near the threads. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca802): dimensional inspection of the received device was performed at cq. The height of the ring near fractured location was intended to be measuring from 5.68mm to 5.85mm and it was measured to be 5.69m which is within specification. The dimeter near the top surface of the ring was intended to be measuring from 12.55mm to 12.60mm and it was measured to be 12.69mm which is out of specification due to broken surface. All dimensions are according to the drawing sm_206670 rev. D. The diameter of the korper near stripped location was intended to be measuring dance from 9.16mm to 9.20mm and it was measured to be 9.18mm which is within specification as per the drawing. Document/ specification review: no design issues were found which can contribute to this complaint condition. Complaint confirmed? Yes. Investigation conclusion: a visual inspection, dimensional inspection, and document/ specification review were performed as part of this investigation. The complaint is being confirmed as the component, ring got broken vertically, but not into 2 pieces. While a definitive root cause for the reported problem could not be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the information available and due to several other complaints of the same nature a CAPA-009528 (corrective and preventive action) was introduced as direct action to these complaints in order to avoid such an occurrence in the future. In addition to this CAPA, a stop shipment 2019-093 and a field action decision was made by the escalations team per qrb-1586058. Device history lot. Part number: 04.607.402, lot number: 2l71755, manufacturing site: mezzovico, release to warehouse date: dec. 06, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.